Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to the patient reported pain located at her back. Neurosurgeon stated that the pain and the paddle were not correlated. The surgeon agreed to the patient's request to remove the surgical paddle and implant percutaneous leads instead. The patient is doing well post operatively. Device will not return due to facility policy and electrocautery was not used.